Event description:
During a method comparison, the customer obtained a lower ca 15-3 result on a patient sample than on an alternate instrument (advia centaur xp). Patient results were not reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the non-correlating result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data the gps specialist did not find an instrument malfunction. As per the instructions for use (IFU) for ca 15-3 on the immulite 2000, 2000 xpi instruments "ca 15-3 antigen levels in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. Results reported by the laboratory to the physician must include the identity of the assay used to measure ca 15-3 antigen levels. Values obtained with different assays cannot be used interchangeably. Before changing assays, the laboratory must confirm baseline values for patients being serially monitored. Although the advia centaur and the immulite are both manufactured by siemens at this time they are completely different platforms, with different methodology and reagent specificity, and cannot be used interchangeably". This instrument is performing according to specifications. No further evaluation of this device is required.